Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. A manufacturing review was performed. A deployed denali filter was returned. The filter met all required specifications. The investigation is inconclusive for the filter allegedly failing to advance through the introducer sheath as the filter was returned deployed and not stuck within the sheath as reported. Visual inspection: the loose components of the delivery system were bloody. No anomalies noted to the dilator or introducer sheath within the sealed inner pouch. No anomalies were noted to the loose introducer sheath or dilator. The second filter was noted to be stuck in the loose introducer sheath. The deployed filter (filter 1) appeared to be clean with no anomalies noted, all six arms and legs were present and intact. Functional/performance evaluation: the second filter was removed from the sheath, blood clots were noted on several limbs of the filter. All six arms and six legs were present and intact. No other anomalies noted to the second filter. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: a deployed denali filter was returned. The filter met all required specifications. The investigation is inconclusive for the filter allegedly failing to advance through the introducer sheath as the filter was returned deployed and not stuck within the sheath as reported. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to this event. Labeling review: the denali filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vena cava filter could not be advanced through the deployment sheath for deployment. The filter was exchanged for a new filter system that was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
Medical records review: medical record received and reviewed. The patient was admitted to the hospital status post elective sq ICD placement, and had complaints of right leg swelling and left arm swelling. Patient had stopped anticoagulants approximately two weeks prior to the sq ICD procedure. Physical examination revealed right lower extremity edema and left upper extremity edema. A venous duplex ultrasound of the right lower extremity demonstrated a chronic appearing dvt within the right common femoral vein and a small hematoma at the right groin. The patient had an inferior vena cava filter successfully deployed on via the right internal jugular vein below the level of the renal veins approximately at l2. An inferior vena cavogram was performed prior to filter deployment and revealed patency of the ivc without thrombus. The patient tolerated the procedure well, and was reported to be hemodynamically stable. After further clinical review, this event was reassessed and determined to be not MDR reportable. Although this event is not an MDR reportable event, an initial MDR was previously submitted. Therefore, a supplemental report will be submitted to document the change in reportability and any new or additional complaint details.